Event description:
The pt underwent a trial scs implant procedure on (B)(6) 2013. It was reported the physician placed a model 3086 lead and diagnostics revealed high impedances. The lead was repositioned and diagnostics revealed invalid impedances. The physician replaced the lead and the issue was resolved. The procedure was extended by 20 mins. Additionally, the pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.